Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted (B)(6). (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300 10.0 diopter intraocular lens was implanted in the patient's operative eye on (B)(6) 2018. Post-operatively the next day, the lens was found to have rotated 30 degrees, leading to declining vision for the patient. On (B)(6) 2018, the lens was repositioned and the lens remains implanted. The condition did not affect the patient''s ability to complete daily tasks. After the lens repositioning procedure, the patient is doing better and is happy. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.